Event description:
My mother used this machine once and became violently. She was taken to the hospital and required surgery to remove the glue like mucus that formed in both lungs after using this machine one time. FDA safety report ID # (B)(4).